Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) had a fall on (B)(6) 2021. He slipped on the ice and broke his leg. Since then he felt no stim even though he increased the intensity to 10. Pt was in a lot of pain when he fell. While he was in recovery they put him on oxycodone 10. Then they fixed his leg and he was on medication and did not feel any pain anyways and was not realizing that it was his back. Pt also had pain pills for another injury from years ago and it helped. On the call pt checked and confirmed he only had group a. Pt thought when implanted he had one group for the r leg and one group for hip and l leg. Troubleshooting did not resolve the issue. Redirected to hcp. Pt also mentioned he received a recharger replacement-see rtg0142252 -and it worked for about a week and all of sudden he could not controller anything. On the call pt used his controller, it was fully charged and the implant was at 80%. The controller worked as intended.